Event description:
It was reported that the patient lost a lot of weight and as a result, could feel the implantable neurostimulator (ins) moving around in the pocket. It was stated that the patient was not able to make adjustment both with or without antenna attached. After putting in new batteries into the programmer, the patient got a ¿poor communication¿ screen while trying to connect without the antenna. It was noted that it had been happening for 1.5 months. The patient reportedly had increased her oral medications because she had not been able to connect her programmer. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 -(B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that there was no indication that the patient had paralysis related to the stimulator. The patient had been since by many neurosurgeons and the paralysis was most likely a result of her previous cervical surgery. There was no mention in the patient's medical charts that she had epilepsy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received about 11 months later reported that the patient had lost 200 pounds since she had the implant put in. At times when she would lie down, it felt like the device was pinching. It was noted that she had never had her device checked. It was also noted that she was paralyzed on her left side and she had add diagnosis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was last seen on (B)(6) 2013. It was noted that when the device was interrogated it showed that the battery was not charged. It was noted that the healthcare professional thought that the patient's symptoms could likely be managed using the stimulator if the patient could do better about staying on top of charging the device. It was noted that the doctor thought the battery needed to be replaced. It was noted that a replacement surgery had not been scheduled. It was noted that the patient had not contacted the clinic to schedule the replacement surgery. It was noted that the patient had lost 60 pounds but did not mention anything about the device moving around in the pocket. It was noted that the patient stated nothing about being unable to adjust stimulation.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37742, serial# unknown; product type programmer, patient.

Event description:
Additional information received reported that the patient had their patient programmer replaced. It was noted that the patient was still having problems with their system. It was noted that it was "hit or miss" with their programmer but that she was able to recharge fine. It was noted that the issue regarding pocket site had not yet been resolved.